Event description:
Haemonetics received a complaint on (B)(6) 2012, for an orthopat device with the description "lcd display not working." No patient/operator injury associated.

Manufacturer narrative:
Haemonetics received a complaint on (B)(6) 2012, for an orthopat device with the description "lcd display not working." No patient/operator injury associated. Upon evaluation of the device on (B)(4) 2012, evidence of major blood spill with fluid ingress was noted and the complaint was escalated. Electrical components replaced due to damage from the spill are driver board and the ccd board. The device was cleaned, upgraded and is now ready for use. (B)(4).